Event description:
It was reported that the handle on the thoracic pedicle feeler came loose to the actual built in navigation tracking piece during a lab. There were no adverse consequences or procedural delays associated with the event.

Event description:
It was reported that the handle on the thoracic pedicle feeler came loose to the actual built in navigation tracking piece during a lab. There were no adverse consequences or procedural delays associated with the event.